Manufacturer narrative:
Investigation is in process, but not yet complete.

Event description:
A subsidiary representative reported that during preventative maintenance (pm) of the device, there was no display on the central control monitor. Since the event occurred during preventative maintenance, there was no pt involvement.